Event description:
It was reported that according to the primary physician, to perform the canalization on the patient and when puncturing with the jelco it splits generating damage to the canalization. To continue with the procedure, the device is changed.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-10274. The report was submitted in error., corrected data: corrected information provided in h10.